Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the mp90 monitor desaturation alarm showed silenced and the staff said they did not silence the alarm. The device was in clinical use at the time of the reported incident. There was no adverse event or patient harm reported.